Event description:
It was reported that the dependent patient presented to the emergency room experiencing shortness of breath. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted on (B)(6) 2015 for normal eri.

Manufacturer narrative:
(B)(4).